Event description:
In early 2009, the lay user/pt's spouse contacted lifescan (lfs) alleging that the pt's one touch ultra meter was not powering on. The medical affairs specialist (mas) spoke with the reporter on february 9, 2009 and obtained the following info. The pt's spouse reported that the alleged issue began at 7:15pm a week prior to original date,. Just prior to when the alleged power issue was discovered, the reporter stated that the pt had developed symptoms of weakness, shaking, and couldn't walk. The reporter was not sure if the pt's blood glucose was running high or low, since a couple of days prior to the event, the pt had been advised to take antibiotics and steroids and was told the medication may increase his blood glucose. As a result of the issue, the pt's spouse stated that she purchased a new meter (one touch ultramini) and at 8:30pm that same evening she tested the pt and obtained a blood glucose reading of "238 mg/dl." The reporter stated that she administered an unspecified amount of 70/30 insulin to the pt based on a sliding scale. As a result of the elevated blood glucose reading the pt's symptoms, the reporter stated that she took the pt to the emergency room at approximately 9:00pm. While in the ER, the reporter confirmed the pt's blood glucose was tested with the ER meter; however, she did not recall what the result was. The reporter stated that the pt was diagnosed, treated (combination of dextrose and insulin), and admitted into the hosp for "high potassium." At the time of troubleshooting, the customer care advocate noted that there was no known trauma to the subject meter. The issue remained unresolved. Replacement products were sent to the pt. Although the pt developed symptoms suggestive of either severe hypoglycemia or hyperglycemia prior to the alleged power issue began, this complaint is being reported because there is insufficient evidence to rule out a delay in treatment. The pt reportedly was not treated for the "high" glucose reading until he was tested with another device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.